Event description:
Customer reported via phone, she was completely disoriented because of low blood glucose of 54mg/dl. Customer's blood glucose was 42 mg/dl at 09:25 am, treated with apple juice and suspended the insulin pump. Customer stated she had breakfast and used the bolus wizard to treat. Customer was unsure why she was low but doesn't believes its related to the insulin pump and it's an isolated incident. By 9:55 blood glucose was 113 mg/dl. Customer's blood glucose was stabilized and basal rates were resumed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.